Event description:
It was reported that customer received a no delivery alarm, but was able to resolve no delivery with a reservoir change. It was also reported that customer had physical damage of insulin pump. Customer was advised to return reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.